Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pcu was hot and overheated; however when it was plugged into an external outlet, the unit began sparking and smoke was visualized pouring from the device. The customer confirmed that there was no patient involvement, and no evidence of dried fluid or residue on the pcu. The event occurred in the infusion center.

Manufacturer narrative:
The customer¿s report of smoke visualized and overheating was neither confirmed nor replicated. Physical inspection of the device noted the instrument seal not intact. The only observed anomalies were dull iui connectors. There were no signs of thermal damage. Analysis of the pcu event log shows show that the last events prior to the file opened date of (B)(6) 2018 were for battery conditioning. The pcu was completely disassembled and the components were inspected. There were no signs of thermal damage on any of the components. The device was plugged in and left on for several hours. During this period there were no instances of sparking or visualized smoke. Temperature testing performed on the pcu case indicates the maximum temperatures reached during battery conditioning, 46.27°c at the rear case and 45.973°c at the battery, were well below the device¿s charging cutoff for maximum battery temperature (55°c). Results indicate that the maximum temperatures reached during the charging of the battery are well below maximum allowable for rear case surface temperatures, and the device charging cutoff for maximum battery temperature. A thermocouple was attached to two locations and a full battery conditioning was performed. The maximum temperature reached during conditioning was measured at 46.27°c at the rear case and 45.973°c on the battery. The root cause of the customer¿s report of smoke visualized and overheating was not identified.

Event description:
It was reported that the pcu was hot and overheated; however when it was plugged into an external outlet, the unit began sparking and smoke was visualized pouring from the device. The customer confirmed that there was no patient involvement, and no evidence of dried fluid or residue on the pcu. The event occurred in the infusion center.